Event description:
The customer stated the architect ca19-9xr reagent lot 08852m500 generated falsely elevated patient results. Three patients received an unnecessary treatment due to the falsely elevated results. One patient received an increased dose of the radiation therapy. No further consequences to patient health were reported.

Manufacturer narrative:
(B)(4): (increased dose of radiation therapy); (high test result). Evaluation of the issue revealed that the conjugate component of the architect ca19-9 affected reagent lots contributed to elevated ca19-9 patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9 reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.